Manufacturer narrative:
Retrospective quality review indicates this complaint should have been MDR reportable. The devices were received for eval. Both locking screws were separated; both showed damage to threads that indicated they were cross threaded during use. A review of the complaint system showed that this was a repeat incident. The damage to the locking screws was consistent with previous complaints, where threads were damaged from cross threading, or from leveraging the base of the saddle against the rod. It is considered that both of these issues are related to surgical technique and usage of the implant. Cross threading and locking screw separation were both addressed in the (B)(6) 2008 fmea (failure modes and effects analysis) update to the coral design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgery procedure, the set screw came apart when the surgeon applied the final counter torque. The surgeon used spare implants available in the locking screw caddy to successfully complete the surgery.